Event description:
The hosp reported that during robotic-assisted CABG procedure, the surgeon reportedly cut off the radio-opaque tags off the shunts to facilitate the use of robotics. It has been reported that a shunt was lost in a pt's chest cavity and left there after the surgeon was unable to retrieve it. No add'l info was provided by the hosp. No other pt complications were reported . The pt is reported to doing fine post-op.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.